Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device download was stopped communicating. The field service engineer directed the user to connect with the it department to look into the connection issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the device was not communicating. The customer reported that the dashboard indicates that device download was stopped communicating. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.